Manufacturer narrative:
Device has not be returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported the spine clamp would not close after being fully open. The surgeon swapped to the cranial reference frame to complete the procedure without issue. It was noted this issue had occurred previously, however, there was no further information on previous occurrences was available from the site. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.